Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. Cause and treatment for the event were not reported. At the time of this report the patient had not recovered from the event. Extraneal, physioneal and nutrineal therapies were ongoing. No additional information is available as the reporter declined to provide further information.